Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of a reclaim stem as the implant fractured. The patient had a miss-step while walking which caused her to stumble. The implant then fractured.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not received for examination. The xray images review confirmed the fracture of the distal portion of the stem. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.